Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was failing white blood cell (wbc) backgrounds when the leak was noticed. The volume of the leak was about 50 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer discovered the blood sampling valve (bsv) was loose and was causing the leak. The customer tightened the bsv screws, which repaired the leak and the failing backgrounds. The repairs were verified per established procedures. (B)(4).